Event description:
It was reported that the pacemaker and this right atrial (ra) lead triggered a lead safety switch (lss) due to a spike in lead impedance. Also, there were high thresholds observed on the right ventricular (rv) lead. Both leads were programmed to unipolar pacing and sensing. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.